Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance; oversensing of noise. The lead was removed and will not be replaced in the future. No patient complications have been reported as a result of this event.